Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, an extended opening, and fold crease. A microscopic analysis was performed which identified two smooth openings on the posterior, wear abrasion, and stress marks. Based on the device analysis the final assessment is two smooth openings assessed as smooth opening.